Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of embolism (which is emboli (implant)) as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported expulsion could not be determined. It is possible that the anatomical challenges influenced the reported event, however this cannot be confirmed. The reported embolism and foreign body in patient were a result of the reported expulsion as the detached clip was in the pulmonary vein and was not retrieved from the body respectively. The reported poor image resolution as due to challenging anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to the complete clip detachment. It was reported this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr). The first clip was implanted without issues. To further reduce mr a second clip was advanced. Imaging was challenging due to the patient anatomy, respiratory motion and due to the first implanted clip. The second clip was implanted; however, after deployment, the clip detached from both leaflets and embolized to the pulmonary vein. No attempts were made to retrieve the clip as it remained stable in the vein; however an additional clip was required to further reduce mr, reducing mr to 2. The patient will be closely monitored to make sure the detached clip remains stable. No additional information was received.